Event description:
Customer reported fluid leaked from t he pt's maxplus valves. New maxplus valve was placed on the pt's line on (B)(6) 2014 and he returned to the emergency department two or three days later because leakage was observed form the side of the valve when flushed. A new set of maxplus valves were placed by the ed staff. No pt harm or medical intervention was reported. No further pt/event information was provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.